Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a competitors right ventricular (rv) lead experienced high out of range pacing impedance measurements via the remote monitoring system. The clinician will try to find the patient and get them into the office for a full system check. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that a revision procedure was performed. The lead was surgically abandoned and the device was explanted. It was reported that defibrillation threshold (dft) testing was not performed prior to the revision procedure and it was not not known if any additional testing was performed on the lead prior to the procedure. No additional adverse patient effects were reported.